Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Was this study conducted in the USA or brazil? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. (B)(4). Citation: abcd arq bras cir dig 2021;34(2):e1599. Doi: https://doi.org/10.1590/0102-672020210002e1599.

Event description:
Title: robotic trans-abdominal preperitoneal approach (tapp) approach for lateral incisional hernias. The aim of this retrospective study was to describe a robotic assisted surgical technique for incisional lumbar hernia repair. A total of 4 patients (53-year-old male, 41-year-old male, 77-year-old female, and 62-year-old male) who underwent robotic trans-abdominal preperitoneal approach (tapp) repair of their lateral incisional hernias after open nephrectomies were included in the study. All defects were primarily closed with competitor sutures. Either an unknown polypropylene mesh or a competitor mesh was used and were secured using either #2-0 vicryl® sutures in patient 4, evicel® in patient 3 or a combination of both in patient 1. The peritoneal space was closed with running 2-0 vicryl® and 3-0 v-loc in patient 1, 3-0 v-loc only in patients 2 and 3, and 2-0 vicryl in patient 4. Reported complications include symptomatic seroma (n=1) in patient 1 (53-year-old male patient) and was readmitted on the 2nd postoperative day. The patient was managed conservatively with pain control and observation. In conclusion, the robotics platform may provide unique advantages in the repair of lateral incisional hernias and represents a safe, feasible and effective minimally invasive approach for the correction of lateral incisional hernias.